Event description:
A pt reported getting an error 5 on their meter. This issue was not resolved with troubleshooting. They were feeling a burning sensation in their left hand. There was no medical intervention or treatment given. Their meter was compared to the lab. The meter result was 100 mg/dl and the lab was 165 with a difference of 39%. Tests were done within 10 minutes. No further information has been reported.